Event description:
The customer reported having bent cannulas and the insulin pump did not alarm no delivery. Troubleshooting was performed. Ran a fixed prime test and passed. The customer stated that she uses the insertion device and lays flat against her body. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.